Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Unit was successfully downloaded using thump software. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 35. Pump error 35 was triggered on 03/24/2024 at 23:12:00 due to broken force sensor error. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor causing electrical short. Force sensor zero offset within spec (23.8 mv). Cosmetic damage confirmed with corroded battery tube, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded and stained), cracked belt clip rails, cracked case, scratched case, end cap address label missing, pillowing keypad overlay and battery cap contact missing. In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 35. Pump error 35 was triggered by corroded force sensor gold traces. Battery cap damage was confirmed due to missing metal stake and missing battery cap contacts. Cosmetic damage was confirmed at the battery compartment when cracked belt clip rails, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, damage on battery compartment bottom half of the pump, battery cap lost. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a critical pump error other than the open book image error or critical pump error 24. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported battery cap lost. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.